Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of vf were observed that resulted in inappropriate atp therapies due to noise on the rv lead. No other electrical anomalies were present. Lead fracture was noted. The rv lead was capped and replaced on (B)(6) 2016. Patient was stable throughout.